Manufacturer narrative:
(B)(4). The customer reported that the device did not detect ECG from the plates during an emergency. There was no report of negative pt outcome. A philips field service engineer evaluated the device and could not reproduce the reported symptom. The device passed all standard testing and was returned to service. We cannot determine the root cause because the symptom could not be reproduced.

Event description:
The customer reported that the device did not detect ECG from the plates during an emergency. There was no report of negative pt outcome.